Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the motor was activated, and the device went into error 1871 and battery depleted. Service will replace the motor and circuit board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error 1875. No patient was involved in this event. No adverse effects were reported.